Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Customer reported that the insulin pump showed wrong time and date. Customer advised to remove the battery and to insert new battery, insulin pump alarmed unexpected restart alarm. No harm requiring medical intervention was reported. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.